Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The care giver (cg) returned the call made by product surveillance. The cg stated the cause of the system error 2240 (air in line) alarm was due to a hole in one of the solution bags. The cg explained that they were able to complete therapy with manuals successfully and did notify the peritoneal dialysis nurse. Per the cg, therapy was going well with no further issues. There was no patient injury or medical intervention reported.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 5. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm and informed the hp of the alarm's meaning. The hp would complete therapy with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Upon further review it was determined that this complaint should have been coded against the bag since it was stated that there was a hole in the bag which caused the alarm. Therefore, this complaint is a non-reportable event and the previous mdrs were created in error.